Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the dentist noted that the bottom front teeth have movement that the dentist doesn't like because of potential long-term damage and referred the patient to an orthodontist for an evaluation. No other details provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.